Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results when the investigation is complete.

Event description:
The customer reported that a lipid infusion was programmed for a duration of 12 hours and the bag of lipids was discovered to be empty 30 minutes later; the lipids "free-flowed" into the patient. The customer investigated the pump and ruled it out as a potential cause. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a ¿free-flow over-infusion¿ possibly being caused by a tubing malfunction was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed; no leaking or abnormalities were observed. The root cause was not identified.